Manufacturer narrative:
Other relevant device(s) are: product ID: 8731, lot/serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter; (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 1000 mcg/ml of baclofen at 352 mcg/day via an implantable pump for intractable spasticity. It was reported the physician suspected a loss in therapy and tried to do a dye study, but it showed a catheter fracture near the spinal entry. The event date was provided as (B)(6) 2018. It was reported the whole catheter was replaced. Per device registration, the catheter replacement took place (B)(6) 2018. No environmental/external/patient factors were reported that may have led or contributed to the issue. It was reported the issue had not been resolved at the time of the report. The patient¿s status at the time of the report was provided as alive - no injury. Other medications being taken at the time of the event and patient medical history were not available. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8731, lot/serial# (B)(4), product type catheter, explant date: n/a (still implanted). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). The rep reported the old catheter was left in place and tied off. Therefore, the old catheter would not be returned for analysis. It was reported the issue had been resolved.